Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple suction alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suction alarms; however, in addition to required adequate anticoagulation and hydration, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the by a us site through the (B)(6) clinical study database that a review of the patient alarms demonstrated numerous suction alarms but now has normal flow on the device. The md noted suction alarms were all inappropriate and he turned alarms off. There was no consequence to the patient. No additional information is available.